Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the uv flash disconnect y set leaked from an unspecified location. This occurred during use at the hospital for peritoneal dialysis therapy. The transfer set remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3 and h6. H10. Two (2) samples were received and evaluated. One (1) sample was returned used with a cut drain bag for drainage and one (1) sample was returned unused with the original cap and blue tip attached. A visual inspection with the naked eye noted an incomplete port seal on one (1) used sample. Functional testing including leak, clear passage and clamp function testing were performed; leak testing failed due to a leak from the incomplete port seal of the used sample. The second unused sample was visually inspected and functionally tested with no issues noted. The reported condition was verified on the one (1) used sample. The cause of the condition was due to an inadequate port seal during the rf (radio frequency) welding process. A batch review identified a nonconformity CAPA, failure, rework or deviation that may be related to this complaint. Should additional relevant information become available, a supplemental report will be submitted.